Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both ts deployed simultaneously. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: inadvertent advancement of the trigger twice during deployment. The instruction for use outlines precautionary statements and instructions in during deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that, during a meniscal repair surgery, the fast-fix second anchor went out without being shot. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported